Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing shortness of breath. The log file review did not note any unusual events. It was later communicated that echo and ramp were done and a CT scan was planned to evaluate outflow graft. Pump speed was adjusted from 4800 to 5100 rpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: an issue with the outflow graft could not be confirmed through this evaluation, as no images were provided and the device was not returned for evaluation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported shortness of breath and right heart failure could not conclusively be established through this evaluation. The submitted controller event log file captured data from 18aug2022 - 19aug2022. The system appeared to operate as intended at the set speed for the duration of the file. Multiple attempts were made to obtain CT images from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas and no further issues have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of this IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 5 of the IFU entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an echocardiogram was taken, and the patient's right ventricle (rv) was seen to be normal in size with mildly to moderately reduced systolic function. The rv dysfunction did not exist prior to left ventricular assist device (lvad) implant, and no device related issues contributed to rv dysfunction. The patient's shortness of breath was thought to have potentially been related to covid-19 or patient weight gain which was unrelated to fluid volume overload. The plan of care was to monitor the patient's symptoms and perform medical management. During an echocardiogram taken on (B)(6) 2022 the right ventricle was not well visualized, however low normal systolic function was seen.